Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure, when suction was applied while inserting catheter into the sheath, air was drawn. Despite having multiple attempts of the suction, a significant amount of air was continuously drowning. Thus the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. During the procedure, when suction was applied while inserting catheter into the sheath, air was drawn. Despite having multiple attempts of the suction, a significant amount of air was continuously drowning. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. During preparation for leak testing, the sheath was observed to leak at the proximal end from the hemostatic valves. Inspection of the hemostatic valves found the external and internal valves torn on the outer and inner faces near the center slit, compromising the valves' ability to seal pressure and fluid within the sheath. Based on the complaint summary, this failure would have been the primary cause of the allegation. Additionally, inspection of the hemostatic valves also confirmed both valves to be deformed from the prolonged insertion of the dilator as the device was returned with the accessory still inserted. This defect was not mentioned in the complaint summary, indicating that this defective condition was not present during the time of event use and must have occurred during transportation or storage of this device. The complaint allegation was confirmed through product analysis. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.